Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion burette set had air in line the following information was received by the initial reporter with the following verbatim it was reported by the customer that tubing for lipids with buretrol, sucking air into the compartment under the buretrol. Difficult to prime line as well.

Manufacturer narrative:
It was reported that the buretrol was sucking in air and it was difficult to prime. One sample model 2441-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was flushed with water and primed with a 85% glycerin/ 15% water solution. The set was able to prime and no air-in-line was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
Materials: 2441-0007, batch#: unknown. It was reported by the customer that tubing for lipids with buretrol, sucking air into the compartment under the buretrol. Difficult to prime line as well. Verbatim: rcc received a complaint via email. Tubing for lipids with buretrol, sucking air into the compartment under the buretrol. Difficult to prime line as well.